Event description:
The staff stated that when they connected the 10 fr. Soundstar eco catheter, there was no image displayed on the ultrasound machine. The staff removed the catheter and put the second new catheter in, and there was no image showing as well. There was no injury to the patient.